Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The fse replaced the video graphic array (vga) printed circuit board (pcb), the sensor pcb, and the air flow sensor to correct the issues. The unit was ready for clinical use. Root cause: the vga circuit board was not returned for evaluation. Sensor board was returned and tested and no failures were identified. The returned air flow sensor was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Field service engineer (fse) reported the display is distorted, pressure leak out of range error code (2129), and exhalation flow reading is high out of specification while servicing the unit. The unit was not in clinical use at the time, no patient user involvement.